Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that the auto ID catheter could not be deflected as intended during the procedure and the deflection was in an opposite direction than usual. This event was reported because the bwi failure analysis lab received the device and preliminary evaluation found that nitinol assembly had an insufficient pu which was thought it could affect the integrity of the device. After completing the investigation, it was concluded that the insufficient pu caused the loop to spin and it was determined that the tip of the catheter was not detaching or had any damages that could compromise the integrity of the device. Based on these findings the potential risk to the patient was assessed as low. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and loop was located in an opposite position. Then per the event, a deflection test was performed and the catheter passed. Afterwards, the catheter was dissected and it was found that nitinol assembly had insufficient pu (adhesive), causing the movement on its axis of the catheter loop. The lasso loop is completely attached and there is no compromise of the integrity of the device, it is externally anchored to shaft by a pu dome. An internal investigation is being performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address this issue.

Event description:
A patient underwent an atrial fibrillation (afib) procedure with a lasso auto ID catheter and during the bwi failure analysis investigation, it was found that there was lack of pu at the transition of the catheter tip to shaft. It was originally reported that the catheter could not be deflected as intended during the procedure and it had an opposite direction of deflection. This issue was resolved by changing the catheter. The procedure was completed without patient consequence. Upon first visual inspection of the returned complaint catheter on (B)(4) 2014, the catheter was noted to be good condition. Upon investigation of the catheter it was discovered that there was a lack of pu at the transition of the catheter tip to shaft. The lack of pu was discovered on (B)(4) 2014. The event was originally considered non reportable. However, the bwi lab findings of lack of pu at the transition of the catheter tip to shaft noted on (B)(4) 2014 has been assessed as reportable. The awareness date was updated for this record from (B)(4) 2014 as when the issue was found from the bwi failure analysis lab.